Manufacturer narrative:
Instrument was check visually. Calibration bar and mirror were clean and appeared free of splashes/stains. Instrument is performing acceptably.

Event description:
Pt was tested in a&e ((B)(4) 2011 8:35 pm) and the analyzer gave a positive hcg. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to pt health.